Event description:
It was reported that during a procedure to treat a lesion located in the heavily calcified, mildly tortuous circumflex, the proximal shaft of the nc trek separated during use. No resistance was felt during advancement of the balloon catheter. The device was removed and replaced with an rx trek which reached the lesion, without resistance being felt; however, the balloon ruptured on the first inflation at 14 atmospheres. The rx trek balloon was not soaked prior to use. A new balloon catheter was used to complete the case successfully. The final outcome for the patient was good. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The additional nc trek rx 3.0 x 20 mm referenced is being filed under separate medwatch reports. Evaluation summary: the device was returned for analysis. The reported separation was confirmed. Analysis of the return did not indicate a product quality issue. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on all the information reviewed, there is no indication of a product deficiency.